Event description:
A caller reported a malfunction on their pump, specifically that the pump screen had gone dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. The customer managed to turn the pump back on by plugging it into a power source and performed a reset to get it functioning.